Event description:
It was reported that the ilet pump developed a cracked touchscreen while the user was carrying it in a pocket, after which the screen became unusable and the user reverted to backup therapy; the device had been synced and will be returned, and the issue involved a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.